Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A lot number has been provided. A device history lot review is pending.

Event description:
The event occurred on an unspecified date and involved a clave¿ connector where it was reported that port connectors were leaking. There was unknown patient involvement and no injuries or adverse event.

Manufacturer narrative:
No 11956 product samples, videos or photographs were returned for investigation. A probable cause cannot be identified based on the information that has been provided. Lot history review was conducted, and there were no non-conformances found that would have contributed to the reported complaint.